Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital with muscle stimulation. The right atrial (ra) lead exhibited chronic high th resholds, causing a polarity switch. Dislodgement was confirmed. The ra lead was reprogrammed to bipolar. The implantable pulse generator (ipg) was also reprogrammed due to patient developing pacemaker syndrome as a result of the ra lead malfunction. The ra lead will be revised as at future date and the ipg remains in use. No further patient complications have been reported as a result of this event.